Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospital visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was new to using the omnipod system and experienced a learning curve that resulted in a medical event and subsequent discontinuation of system use. On an unspecified date, and after an unspecified duration of pod wear, the patient reportedly administered an excessive amount of insulin, resulting in low blood glucose levels. It is unclear whether insulin was administered via the omnipod system or through a backup method. The patient attempted to treat the hypoglycemia with food; however, he later presented to the hospital. Multiple good-faith attempts to obtain additional details regarding this event were unsuccessful, as the patient could not be reached for follow-up. It could not be confirmed whether the patient was admitted or received any diagnosis or treatment at the hospital. This event is being reported out of an abundance of caution, as available information reasonably suggests potential omnipod system involvement and a hypoglycemic event that may have required medical intervention to prevent permanent health consequences.